Event description:
Physician inserting port-a-cath device. Attempted 3 times with same device and when in the vein, was unable to advance the wire beyond the needle. Withdrew the needle and guide wire and found the guidewire was bent. Physician was inserting port-a-cath for chemotherapy treatment for right breast cancer. Patient care provided in outpatient surgery department at (B) (6) hospital on (B) (6) 2010. Patient under monitored anesthesia care for port-a-cath insertion. Physician attempted insertion three times and when he was in the vein to advance the guidewire, he met resistance. The guidewire and needle were withdrawn and the guidewire was noted to be bent over the tip of the needle. Date of use: (B) (6) 2010. Diagnosis or reason for use: chemotherapy.